Manufacturer narrative:
The device return information was updated in this report. Internal complaint number: (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Additionally, the manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual examinations, as well as, functional testing. The device operated per specification, but no assignable cause for the cracked button could be determined. Based on the results of the investigation, the reported issue was confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a button on the patient therapy controller (ptc) was damaged but still functional. There were no additional issues reported. The ptc will be returned for evaluation.

Manufacturer narrative:
(B)(4).